Manufacturer narrative:
(B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that surgeon was trialing with the tibial articular surface provisional which fractured into two pieces at removal. The surgeon used a mallet during the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Product was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique describes the proper usage of the tasps. The technique warns users not to impact the tasp construct, as well as provides instruction on how to properly insert & remove the tasps/shims (to prevent the need for levering/torquing the handle). The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.